Event description:
It was reported that the device exhibited error 1720. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found contamination on the ac connector, dose connector, downstream sensor and upstream sensor seal, a rusty latch lock, and a scratched lcd lens. The event history log was unable to be reviewed due to the alarm message error code 1720 on the pump display. Functional testing was able to verify and duplicate the reported problem. It was determined that the broken backup capacitor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.